Event description:
Boston scientific crm received information that two months post implant the device was explanted for pocket erosion. There was also concern over a possible infection, pending pocket tissue culture results. No new device was implanted as the patient had a stable rhythm at time of explant.

Manufacturer narrative:
At this time, the products have not been returned. If the products should be returned, analysis would not be required as this clinical observation cannot be replicated in analysis. There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.